Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03693, 2017865-2020-03695. It was reported that the patient presented in the hospital for a lead revision procedure. A chest x-ray was performed and revealed right atrial lead, right ventricular lead, and left ventricular lead dislodgement due to twiddler's syndome. The physician explanted and replaced all of the leads. The implantable cardioverter defibrillator was accidentally explanted as well and was replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.1 cm with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination found no anomalies other than procedural damage. No conductor fractures or internal shorts were noted. The reported event of dislodgement was not confirmed.